Event description:
Case description: patient's bmi: 19.842. The patient's mother thought the pen delivered more than 1.5 iu and the patient started to feel very sick, his glycemia fell down to 18 mg/dl making the patient almost entering a coma. Investigation results: name: novopen echo, batch number: hvgm565-2 a visual examination of the returned product was performed. The batch documentation was reviewed. No abnormalities relating to the observed problem were found. The batch documentation has been reviewed and found to be normal. The electronic register was checked. No remarks. Visual examination and functional testing were performed, and the device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge without any observed irregularities. The dose accuracy was measured by weighing using a random cartridge. The results were found to comply with specifications. It was not possible to observe the alleged fault. All mechanical functions were found to be normal. During examination of the product no irregularities were detected. The product was found to be normal. Name: novorapid® penfill® 3 ml - 100 u/ml, batch number: unknown no investigation was possible, because neither sample nor batch number was available. Since last submission, the following has been updated in the case. - investigation results updated. - manufacturer comment updated - narrative updated accordingly manufacturer comment: 08-jul-2020: since no faults were found on the returned device novopen echo and only very limited information regarding the patients handling of the suspected device is reported in the case, it is not possible to elucidate a clear root cause for the experienced adverse event and thus not possible to find similar incidents to the one reported in (B)(4). Young age of the patient (3 years) and underlying medical condition of type 1 diabetes mellitus are confounding factors for the development of hypoglycaemia. H3 continued: evaluation summary name: novopen echo, batch number: hvgm565-2 a visual examination of the returned product was performed. The batch documentation was reviewed. No abnormalities relating to the observed problem were found. The batch documentation has been reviewed and found to be normal. The electronic register was checked. No remarks. Visual examination and functional testing were performed, and the device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge without any observed irregularities. The dose accuracy was measured by weighing using a random cartridge. The results were found to comply with specifications. It was not possible to observe the alleged fault. All mechanical functions were found to be normal. During examination of the product no irregularities were detected. The product was found to be normal.

Event description:
(Related symptoms if any separated by commas): hypoglycaemia [hypoglycaemia], novopen released to much medication [incorrect dose administered by device]. Case description: this serious spontaneous case from (B)(6) was reported by a consumer as "hypoglycaemia(hypoglycaemia)". Beginning on (B)(6) 2020, "novopen released to much medication(incorrect dose administered by device)". Beginning on (B)(6) 2020, and concerned a (B)(6) male patient who was treated with novopen echo (insulin delivery device) from (B)(6) 2019 and ongoing for "type 1 diabetes mellitus", novorapid penfill (insulin aspart) from (B)(6) 2019 and ongoing for "type 1 diabetes mellitus". Patient's height: 84 cm, patient's weight: (B)(6) kg, patient's bmi: 19.84126980. Current condition: type 1 diabetes mellitus since (B)(6) 2019. Concomitant products included - novofine 32g 4 mm(needle). Patient's mother reported that on (B)(6) 2020, when she applied 1.5 iu of novorapid using novopen echo, the pen released to much medication in the patient at 3:00 pm and the patient fainted and his glycemia was 18 mg/dl. The patient's mother thought the pen delivered more than 1.5 iu and the patient started to feel very sick, his glycemia fell down to 18 making the patient almost entering a coma. The reporter became very worried and contacted the physician, who requested to put sugar and honey in his cheeks. Then, patient became conscious again. The reporter made some tests with the pen in the 1.5 iu dosage and it delivered a strong jet of medication. The physician said that the amount delivered was corresponding to around 20 iu and this quantity probably was applied in the patient. The physician added that was not the first a patient had this situation (it was not mentioned further information about this other patients and or there was not a reported adverse events). The reporter bought a new pen in the saturday ((B)(6) 2020) and the made the test outside the skin and few drops was released, not a jet like in the other pen. Reporter mentioned after this event patient's glycaemia was normal again, other days it was changing and was around to 130 mg/dl on saturday (B)(6) 2020 after the hypoglycaemia crisis; and on sunday, (B)(6) 2020, was at 90 mg/dl. Patient was already recovered and on (B)(6) 2020 his glycemia was normal. It was reported that the patient used novorapid with novopen echo and novofine 4 mm. The patient did not use other concomitant medications or have medical relevant history. The needles are not re-used and they are not kept attached in the pen. The insulin (novorapid) batch number was not provided, but the reporter said was not due the insulin that it happened, because she made application in her son on saturday and sunday and nothing happened. Batch number of novopen echo: hvgm565-2. Batch number of novorapid penfill: not reported. Action taken to novopen echo was changed to new pen. Action taken to novorapid penfill was not reported. On 17-may-2020 the outcome for the event "hypoglycaemia(hypoglycaemia)" was recovered. The outcome for the event "novopen released to much medication (incorrect dose administered by device)" was not reported. Reporter comment: the reporter related the adverse event to the technical complaint and not the medication.